Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 480mg/dl and an unexpected restart alarm. The customer had symptoms such as nausea and treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was also 480 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Troubleshooting resolved the alarm and no further assistance was necessary.